Event description:
A malfunction was reported on the pump with the caller initially observing a malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, resolving the issue without further recurrence. The customer was able to continue using the pump and was advised to contact support if the malfunction reoccurred.